Event description:
Received information stating pt was having flu like symptoms and was having a difficult time controling his bg's.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.